Event description:
Patient received first miradry treatment (B)(6) 2013. He called the clinic on (B)(6) 2013 and described "white heads" in left underarm. Clinic requested patient to return for a follow-up visit. On (B)(6) 2013, patient was seen by a family practitioner who gave him a prescription for amoxicillin. On (B)(6) 2013, patient was admitted to the ER for an abscess. Abscess was treated and patient given IV antibiotics. The wound was completely resolved as of (B)(6) 2013.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to data.